Event description:
Customer reported receiving low readings starting in (B) (6) 2009. She reported receiving an adc meter reading of 152 mg/dl that was lower than she felt. Customer also stated that she was getting low readings but when she went to see her doctor, her glucose was much higher as compared to an hcp reading of 489 mg/dl. It is unknown if the reading of 152 mg/dl was obtained within ten-minutes of receiving the hcp meter result. Customer then reported a medical event in which she experienced hyperglycemic symptoms and lost consciousness. Customer stated she took her normal oral diabetic medication which was inconsistent with the reported medical event and no third-party medical intervention was required. No diagnosis was reported. Attempts were made to clarify the medical event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
(B) (4). Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action 2954323-06/10/09-003-c was reported (B) (4) on 10 jun 2009.